Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported. Visual inspection and functional testing were performed. The customer's reported problem unable to be determine. According to the investigation the cause was unknown, but error code refers to erroneous reading between upstream occlusion and downstream occlusion sensor. The investigation verified that the customer used pump several times after error code. Service replaced the downstream occlusion sensor and bezel as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code "error 46440". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.